Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarm 0's have occurred intermittently. The customer reset the pump as well as loaded a new cartridge to resolve the issues. The customer's blood glucose level was 236 - 378 mg/dl.